Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and stated that the customer reported the cardiosave was no longer charging the batteries when it was plugged in. Service arrived onsite (B)(6) 2017 and replaced the power management board. The fse performed full functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) no longer charges the batteries when it is plugged in. This event occurred during service/test by the customer. No patient involvement and no adverse event reported.